Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room feeling lightheaded, and their heart rate was measured in the 30s. The right ventricular (rv) lead exhibited loss of capture and was not pacing. Follow-up investigation revealed that reprogramming was performed for the lead, and the issue resolved. The rv lead remains in use. No further patient complications have been reported as a result of this event.